Manufacturer narrative:
(B)(4).

Event description:
The complaint was reported as: "the intervention was going well and then an anesthetist realized that the patient was not properly ventilated. She checked the tube and realized that it was impossible to even insert the small size aspiration tube. There was a bulge on more than half of the tube, inside, which blocks the light." There was no consequence for the patient. The anesthetist changed the tube. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4).the customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with the tube visibly kinked between the 24 cm marking and the "I" in "sheridan" marking. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube was used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the 24 cm and the "I" in "sheridan" markings, which were the same locations where the tube was visibly kinked. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended." A device history record review was performed and no relevant findings were identified.the reported complaint of "blockage in the tube" was confirmed based upon the sample received. Visual examination of the returned sample revealed the sample was returned with the tube visibly kinked between the 24 cm marking and the "I" in "sheridan" marking. The returned et tube was functionally tested for kinking. A device history record review was performed with no evidence to suggest a manufacturing related cause. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. Therefore based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
The complaint was reported as: "the intervention was going well and then an anesthetist realized that the patient was not properly ventilated. She checked the tube and realized that it was impossible to even insert the small size aspiration tube. There was a bulge on more than half of the tube, inside, which blocks the light." There was no consequence for the patient. The anesthetist changed the tube. The patient's condition was reported as "fine".